Event description:
It was reported that electrical reset occurred. It was further reported that the device has now been removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device showed that on (B)(6) 2010 at 00:37:28, the device recorded a write to locked ram por (power on reset). Upon analysis, no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed that on (B)(6)2010 at 00:37:28, the device recorded a write to locked ram por (power on reset).

Event description:
It was reported that electrical reset occurred. The device is still in use. No patient complications were reported as a result of this event.